Manufacturer narrative:
The customer's reported complaint of autopulse displaying ua 17 was confirmed during archive review and functional testing and was attributed to a defective drive train motor. Ua 45 was only confirmed during functional testing and was attributed to damaged encoder. User advisory (ua) 17 and ua 45 message were verified during initial testing of the autopulse platform. Further testing showed that the encoder drive shaft was rough and making grinding noise during operation. The drive train motor was replaced to remedy the ua 17 error message and the encoder was replaced to remedy the rough and noisy encoder drive shaft. A review of the platform archive log showed ua 17 (max motor on time exceeded) messages occurred. However, the archive log did not show any ua 45 (shaft not at "home" position) error messages. A visual inspection of the returned autopulse platform was performed and found the battery latch lock was bent, long/short black and load plate covers were damaged and the load plate shoulder screws were missing. The autopulse platform is a reusable device and was manufactured on 6/4/2012. Therefore, these type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. The damaged parts observed during visual inspection and functional testing, the autopulse platform passed al final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the load plate and short black cover were damaged. The customer complaint of user advisory (ua) 17 (max motor on time exceeded during active operation) was confirmed during archive data review and functional testing. The customer complaint of 45 (not at "home" position after power-on/restart) error message; however, was not observed during evaluation. Additionally, (unrelated to the complaint) the motor was observed to be noisy and sounds rough during operation. The autopulse platform is a reusable device and was manufactured on 06/04/2012. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. In summary, the customer's complaint was confirmed during archive review and functional testing. Further investigation revealed that the root cause of ua 17 was due to low battery issues. Additional repairs were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The motor drive train, the load plate cover and short black cover were replaced. The autopulse is used as an adjunct procedure to manual CPR. If the autopulse stops compression, rescuer shall revert to manual CPR. The short interruption is similar to the time necessary for rescuer rotation. In this case, the user reverted to manual CPR after the platform stoppage.

Event description:
During patient use it was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) and ua 45 (not at "home" position after power-on/restart) error message. No further information was provided.